Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may have not been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: ¿ (B)(6)2002: (B)(6) hospital. (B)(6), md. Indication: ¿this patient is a 30-year-old woman who had a c- section through a pfannensteil incision. She developed a large ventral incisional hernia protruding from the right side of her pfannensteil incision. This hernia contained a large amount of omentum, which was reduced and a mesh repair was performed laparoscopically using gore-tex dual mesh.¿ implant #1 procedure: laparoscopic ventral incisional hernia repair. [Implant #1: gore® dualmesh® biomaterial, 1dlmc04/(B)(6), 15cm x 19cm x 1mm thick, oval] implant #1 date: (B)(6), 2002 (hospitalization dates unknown) ¿ (B)(6)2002: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: ventral incisional hernia. Anesthesia: general. ¿ procedure: ¿the patient was placed in the supine position and after satisfactory induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Aortic insufficiency [sic] made a supraumbilical transverse incision and a veress needle was introduced into the peritoneal cavity and with low opening pressures asymmetric pneumoperitoneum was established. A 10-mm step trocar was placed here and I visualized the hernia with omentum coursing out into it. I then under direct vision placed two lateral 5-mm trocars in the left abdomen and I did sequentially reduce the great majority of the herniated omentum. There was a small amount of momentum very adherent to the depth of the hernia sac, which I left in situ, but again, the bulk of the omentum was fully reduced. The defect was well delineated. I then sized the defect using a spinal needle and passing it through the abdominal wall to mark out the edges of the defect and then drew a circle around this overlapping the edges by several centimeters. I then was able to size the mesh appropriately. I used gore-tex dual mesh. It was rolled and I did switch the five-millimeter trocar in the left abdomen to a 12-stepped trocar and I was able to pass the mesh down through this trocar. I then unrolled the mesh and placed the left side up against the abdominal wall and I used the tacker to position the mesh over the defect and I then began to sequentially tack the mesh with the attacker around in several concentric circles fixing it nicely up to the anterior abdominal wall. I did place additional 5-millimeter stepped trocar in the right upper abdomen which facilitated placement of the tacks. Once I had it all nicely tacked up over the defect, I made three small stab wounds and used the gore-tex needle suture passer to place three sutures of 0 surgilon for additional fixation of the mesh and once this was completed, the mesh repair looked good. It was well fixated. I had good hemostasis. Irrigated the abdomen and pelvis and then removed my trocars under direct vision with good hemostasis. I closed the skin of all wounds with subcuticular 4-0 vicryl. Steri-strips and sterile dressings were applied. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.¿ ¿ (B)(6)2002: (B)(6) hospital. Implant sticker. ¿gore-tex dualmesh biomaterial.¿ item#: 1dlmc04. Lot#: 01287198. Expiration: 2/4/07. Implant #2 preoperative complaints: ¿ (B)(6)2002: (B)(6) hospital. (B)(6), md. Indication: ¿this patient had a previous laparoscopic ventral incisional hernia repair. She had a recurrence at the medial aspect of her old repair and this was repaired open. The defect was approximately 3 x 3 cm, repaired with a gore-tex 2-0 mesh.¿ implant #2 procedure: open repair of a recurrent ventral incisional hernia with mesh. [Implant #2: gore® dualmesh® biomaterial, 1dlmc03/(B)(6), 10cm x 15cm x 1mm thick, oval] implant #2 date: (B)(6), 2002 (hospitalization dates unknown). ¿ (B)(6)2002: (B)(6) hospital. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: recurrent ventral incisional hernia. Anesthesia: general. ¿ procedure: ¿the patient was placed in the supine position. After satisfactory induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. A transverse right lower quadrant incision was made and I dissected the hernia sac free from the surrounding subcutaneous tissue down to the fascia. Actually, there was old hernia sac and old incarcerated omentum present from her original repair. I did excise all of this from the subcu and was left with a much smaller defect, approximately 3 x 3 cm. There was no herniated bowel. I did reduce a small amount of herniated preperitoneal fat and delineated the fascial edges and then I used a gore-tex dual mesh to repair this defect and it was anchored in place with interrupted horizontal mattress sutures of 0 surgilon. I then irrigated the wound thoroughly with antibiotic solution, closed the subcu and dermis with vicryl and the skin with staples. A sterile dressing was applied. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.¿ ¿ (B)(6)2002: (B)(6) hospital. Implant sticker. ¿gore-tex dualmesh biomaterial.¿ item#: 1dlmc03. Lot#: 01580538. Expiration: 7/28/07. Relevant medical information: ¿ 2011: (B)(6) hospital. Dr. (B)(6). Procedure: emergent repair of an incarcerated right spigelian hernia. [No medical records provided]. Revision preoperative complaints: ¿ (B)(6)2014: (B)(6) medical center. (B)(6), md. Operative report. Procedure: placement of inferior vena cava umbrella filter with the bard denali, with intraoperative ultrasound and intraoperative fluoroscopy and had an inferior vena cava cavogram. Preoperative and postoperative diagnosis: morbid obesity with a history of deep venous thrombosis. Anesthesia: general. Revision procedure: laparoscopic roux-en-y distal gastric bypass with 1.50 cm roux limb and lysis of pelvic adhesions. Revision date: (B)(6), 2014 (hospitalization dates unknown). ¿ (B)(6)2014: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: morbid obesity and status post ventral hernia repair with mesh in the lower abdomen. Postoperative diagnosis: morbid obesity and status post ventral hernia repair with mesh in the lower abdomen with pelvic adhesions. Anesthesia: general. ¿ procedure: ¿the patient was placed in a supine position. The abdomen was prepped and draped in the usual fashion. Under satisfactory general anesthesia, about 6 inches below the xiphoid the abdomen was entered using the optiview and the abdomen was then insufflated with co2 and inspected with a 10 mm laparoscope. The patient was found to have marked adhesions in the lower abdomen from previous ventral hernia repair with gore-tex mesh. Under direct vision, a 5 mm trocar was placed at the epigastric area and that was replaced with a nathanson liver retractor. A 12 mm trocar was placed at the right upper quadrant, another 12 at the left upper quadrant and a 5 in the left anterior axillary line. The right lower quadrant trocar could not be placed because of the adhesions. The adhesions in the pelvis were then dissected and freed using harmonic scalpel and the omentum was stuck to the gore-tex mesh in the right side of the abdomen and those were tediously taken down and it took about 20 minutes to free up the adhesions. Once the omentum was freed, then the last 5 mm trocar could he placed at the right lower quadrant. The omentum was then elevated and the ligament of treitz was then identified. The proximal jejunum was then measured and at 100 cm the proximal jejunum was transected using a g1a 60 with a white cartridge. The roux limb was then measured and at 150 cm a jejunostomy was created using a gia 60 with a white cartridge. The opening was then closed longitudinally with another gia 60 pulled up with interrupted sutures of pds sutures and the anastomosis was inspected. Brolin stitches were placed at the corners. The intermesenteric defect was closed with running 2-0 ethibond anchored with a clip. The patient was then placed in a reverse trendelenburg position. The left lobe of the liver was retracted and the angle of his was dissected. About 5-6 cm from the ge junction, an area of the lesser curvature was marked. The gastrohepatic ligament was entered and opened and the lesser sac was dissected and using a gia 60 with a blue cartridge, a proximal gastric pouch was created and totally divided away from the fundus. Prior to completion of the pouch, a gastrotomy was made at the body of the stomach where the circular stapler 21 was placed into the pouch and brought out at the lesser curvature. The gastrotomy was repaired with a running 2-0 pds suture and then the pouch was totally divided away from the fundus. The roux limb was brought up and the end was opened to introduce the circular stapler 21, which was then coupled with the anvil and the machine was closed and fired creating a gastrojejunostomy with a 1.2 cm internal lumen. The end of the roux limb was then closed by resecting it with a gia 60 with a white cartridge. A #32-french ewald tube was then placed by dr. (B)(6) across the outlet. The anastomosis was then reinforced with interrupted 3-0 pds sutures anteriorly. The ewald tube was then pulled back into the pouch and irrigated with methylene blue. There was no evidence of any leak. The tube was then removed. Omentum was then laid on top of the anastomosis and sutured in place using u-clips. The biliopancreatic limb was then pulled to the right side of the stomach of the abdomen and the root of the mesentery of the roux limb was then sutured to the mesentery of the proximal jejunum and also incorporating the anterior and the medial wall of the proximal jejunum and suturing the peterson space and repairing it close to the gastrojejunostomy anastomosis. The operative site was irrigated with antibiotic solution and hemostasis achieved; all counts were correct. The larger trocar sites were then closed with 0 vicryl and skin with subcuticular 4-0 monocryl. Dressings applied. The patient tolerated the procedure well and left the operating room in satisfactory condition.¿ explant #1 preoperative complaints: ¿ (B)(6)2014: (B)(6) hospital. (B)(6), md. History of present illness: 42-year-old female who has a history of a large ventral hernia that was repaired laparoscopically approximately 6 to 8 years ago. She, at that time, was morbidly obese. She, then back in 2011, had a more emergent repair of an incarcerated right spigelian hernia by dr. (B)(6) at (B)(6) hospital. She then ultimately underwent gastric bypass this last (B)(6) and did remarkably well in terms of her weight loss and dropped approximately 170 lbs. She recently has noticed painful bulging within the right mid abdomen as well as the left lower quadrant. She was evaluated with a CT scan and has demonstrated a large right lower quadrant hernia containing small and large bowel and it appeared that this was involving the lateral aspect of her old midline ventral hernia repair. She did not have any evidence of incarceration or small bowel obstruction. She was seen in the office 2 days ago and was going to have elective repair of her ventral hernia when she developed more acute abdominal pain last night. She describes the pain mainly in the right lateral abdomen but also throughout the abdomen. She has had nausea but no vomiting. She was seen in the ER and the CT showed the right lateral ventral hernia without evidence of small bowel obstruction. Given the amount of pain associated with the hernia she will be admitted for surgical repair. ¿ (B)(6)2014: (B)(6) hospital. (B)(6), md. Indication: ¿this patient had 2 prior ventral hernia repairs. More recent was a right spigelian-type hernia. This recurred and is significantly symptomatic. A robotic-assisted laparoscopic repair was performed and at the time of surgery, there was in fact a right spigelian-type defect and the old gore-tex mesh that had been tacked had completely separated from the defect. I did remove the old mesh. I was then able to excise the hernia sac and then closed the defect primarily followed by an overlay of symbotex parietex mesh. Explant #1 procedure: robotic-assisted laparoscopic ventral hernia repair. Implant: symbotex parietex mesh. Explant #1 date: (B)(6), 2014 (hospitalization (B)(6), 2014). ¿ (B)(6)2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: symptomatic ventral hernia. Anesthesia: general. Estimated blood loss: less than 100 ml. Specimens: *no orders in the log. * complications: none. ¿ findings: right lateral hernia closed with mesh overlay. ¿ procedure: ¿the patient was placed in a supine position. After satisfactory induction of general endotracheal anesthesia, the abdomen was prepped and draped in usual sterile fashion. I made an incision in the left upper quadrant carried this down to the fascia. The fascia was incised and the peritoneum opened under direct vision. Then a long 12 trocar was placed. I then insufflated the abdomen and under direct vision, I placed a robotic 8 trocar in the left lower abdomen and another in the left upper quadrant and then I placed an assistant trocar in the left lateral abdomen. I then introduced the robotic instruments after I had successfully docked the robot and then I transitioned to the console and evaluated the abdomen and there was a large right by spigelian defect. The colon easily reduced from this. There were no other ventral hernias apparent. At this point then I excised the hernia sac. I scored the peritoneum around the defect and then dissected the sac out of the defect completely and it was part of the lower abdomen. I then excised the old mesh from the abdominal wall and this was sitting inferior to the defect. This was also parked in the abdomen. I then evaluated the defect and it looked appropriate for primary closure with a mesh overlay, so I reduced the abdominal pressure to 8 and then used 0 v-loc suture to approximate the defect and then I placed 2 additional 2-0 ethibond permanent sutures to help reinforce this repair. I then sized out the area for mesh overlay and I cut the symbotex mesh to 10 x 15 cm. This mesh was rolled and placed into the abdomen and properly oriented and laid against the abdominal wall. I then used a series of interrupted 2-0 ethibond sutures to secure the mesh to the abdominal wall. I did this circumferentially with interrupted ethibond sutures. Once this was completed, then I introduced the secure strap tacker and tacked the mesh as well to the abdominal wall. This resulted in very nice overlay, mesh was nicely secured. There was no tension. At this point then I introduced a retrieval bag and pulled the old mesh out and also retrieved the sac. At this point, assuring good hemostasis, I removed the trocars and released the gas. I did close the fascia with my cut down incision in the left mid abdomen and then all the remaining wounds were approximated by closing skin with 4-0 monocryl. Steri-strips and sterile dressings were applied. The patient tolerated this well and was taken to recovery in satisfactory condition.¿ ¿ (B)(6)2014: (B)(6) hospital. (B)(6), md. Discharge summary. Hospital course: when she was tolerating a diet, had good pain control, ambulating and urinating without difficulty she was felt stable for discharge home. Activity restrictions: no lifting greater than 10- 15 pounds for 4-6 weeks. Keep incisions clean and dry. Revision #2 preoperative complaints: ¿ (B)(6)2019: (B)(6)I medical center. (B)(6), md. Preoperative diagnosis: closed loop small bowel obstruction with volvulus of the small intestine. Revision #2 procedure: emergent exploratory laparotomy and twisting of the volvulus of the small bowel. Lysis of adhesive band. Repair of internal hernia. Revision #2 date: (B)(6) 2019 (hospitalization (B)(6) 2019). ¿ (B)(6)2019: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), sa. Preoperative diagnosis: closed loop small bowel obstruction with volvulus of the small intestine. Postoperative diagnosis: closed loop small bowel obstruction with volvulus of the small intestine. Ischemia of the small bowel. Internal hernia with adhesive band. Anesthesia: general. ¿ procedure: ¿the patient was brought to surgery emergently. The patient was placed in the supine position and under general general [sic] anesthetic the abdomen was then prepped and draped in the usual fashion. The patient had history of ventral hernia repair in the midabdomen. The old incision was then opened longitudinally above and below the umbilicus. The incision was carried down to a scarred area with a gore-tex patch and the scar tissue. The gore-tex was then opened carefully with sharp incision and inside deeper to it there was another piece of mesh that was also cut. The abdomen was then entered and carefully dissected. There were some adhesions in the abdominal wall. Those were lysed and there was evidence of ischemic bowel where the intestine was cyanotic. The terminal ileum was then eviscerated, brought out to the abdominal wall, and it was traced down to the ileocecal valve, and the small intestine was then inspected and the jejunojejunostomy was identified at the origin of the common channel. There was an adhesive band where part of the intestine was also compromised. The band was cut releasing the strangulation of the intestine. The biliopancreatic limb was also identified as well as the roux limb. The roux limb was then eviscerated and untwisted. After a couple of tries the small intestine was all relieved of obstruction. There was presence of sutures in the inter mesenteric defect as well as the petersen space, but the internal hernia was at the petersen space and that was repaired with a running 2-0 silk suture. The intestine was inspected carefully. There was no evidence of any further ischemia. The intestines were then replaced inside the abdominal cavity, the roux limb to the left side of the abdomen and the common channel at the right side of the abdomen. The gore-tex was then resutured together with running loop 0 nylon suture. The subq was closed with running 3-0 vicryl and skin with subcuticular 4-0 monocryl. Dressings applied. Estimated blood loss was minimal. All counts were correct. The patient tolerated the procedure well and left the operating room in satisfactory condition.¿ ¿ (B)(6)2019: (B)(6) medical center. (B)(6), rn. Discharge. Discharged to home accompanied by family member. Follow up appointments reviewed. Revision #3 preoperative complaints: ¿ (B)(6)2019: (B)(6) medical center. (B)(6), md. Preoperative diagnosis: incarcerated recurrent ventral hernia with small bowel obstruction. Revision #3 procedure: emergency exploratory laparotomy with repair of recurrent incarcerated ventral hernia with a small bowel obstruction. Revision#3 date: (B)(6) 2019 (hospitalization (B)(6) 2019). ¿ (B)(6)2019: (B)(6)I medical center. (B)(6), md. Operative report. Assistant: (B)(6). Preoperative and postoperative diagnosis: incarcerated recurrent ventral hernia with small bowel obstruction. Anesthesia: general. ¿ procedure: the patient was placed in the supine position under satisfactory general anesthesia, the abdomen was prepped and draped in the usual fashion. The patient has a midline incision from the previous surgery. The wound was opened and carefully dissected. There was fluid encountered and the incision was opened. There was a loop of congested small bowel that was dilated and there were some adhesive bands also, those were cut. The repair on the gore-tex has dehisced with the running loop 0 nylon and that was removed. The incarcerated loop of intestine was mobilized and the congestion was relieved. Intestine was inspected thoroughly. There was no evidence of any strangulation. Some ascites was aspirated of clear fluid. There were two pieces of mesh in the incision, part of it was trimmed and was then repaired using 0 nurolon braided sutures with a figure-of-eight configuration. The wound was repaired from both ends and hemostasis achieved. The subq was then closed with interrupted 3-0 vicryl and skin with subcuticular 4-0 monocryl. Marcaine 0.25% was injected around the incisions. Dressings applied with abdominal binder. Estimated blood loss was minimal. All counts were correct. The patient left the operating room in satisfactory condition.¿ ¿ (B)(6)2019: (B)(6)I medical center. (B)(6), rn. Discharge. Discharged to home accompanied by daughter. To contact physician¿s office for follow up appointment. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6), 2002 whereby a gore® dualmesh® biomaterial was implanted. It was also reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted the complaint alleges that on (B)(6), 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent hernia, mesh removal, small bowel obstruction, adhesions. Additional event specific information was not provided.